Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a prime fill anomaly. The blood glucose level was 247 mg/dl at time of the event. Troubleshooting did not resolve the issues. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during the basic occlusion test due to loose or protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify compromised force sensor system alarm or prime or fill anomaly due to motor error alarm. However, device passed rewind test and displacement test.